Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR was reviewed for the subject device. No anomalies were noted and it was verified the device was manufactured in accordance with documented specifications and procedures. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer confirmed that the likely cause of the reported problem "every time a new bulb was installed, the spare lamp light illuminated after a couple hours" is attributable to use of a non-olympus lamp and insufficient heat compound.

Manufacturer narrative:
The device was returned to olympus and an evaluation was performed. The reported problem was confirmed. The device failed functional inspection. While the unit was under inspection, the unit went into emergency lamp mode. Upon inspection of the heat sink, it was noted that the lamp was burned due to insufficient heat compound. In addition, it was noted that the lamp was a non-olympus lamp. Based on the results of the device evaluation, the likely cause of the reported problem is unintended use error. The device instructions for use provide the following statements: warning: ¿never install a lamp that has not been approved by olympus. The use of a non-approved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire.¿ caution: "apply enough heat compound. If not enough heat compound is applied, the heat can cause lamp ignition failures."

Event description:
A user facility reported to olympus that they were unable to reset the counter reset on the lamp hours, and every time a new bulb was installed, the spare lamp light illuminated after a couple hours. The user facility reported that they replaced the bulbs multiple times and the bulbs appeared normal. There was no patient injury or harm, associated with the problem, reported to olympus.